Event description:
It was reported that during npwt utilizing a renasys go pump, it became unable to charge the battery. The device had worked for two weeks without problems prior to the event. The treatment was continued with a back-up device. There was no patient harm. There was no delay in the treatment.

Manufacturer narrative:
The device was sent to our technical center so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The device was functionally evaluated, through this no issues were identified relating to device charging as the charge increased from 16% to 100%. However, the device failed the blockage test, this was rectified by replacing the pump and after this the device passed all testing. The unit was sent to our service and repair center to await further instructions on the return of the device. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.